Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0xygm, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported that the patient was not sure of the circumstances that led to the bladder issues as well as with the stimulation issues. The issues were not resolved and the device was not working. The patient diagnoses were: bowel dysfunction/sacral nerve stimulation gastrointestinal/ pelvic floor.